Event description:
The user facility reported that during a patient procedure the conditioner of their hexavue custom room rack was not connecting to the monitor or emitting images or videos. The procedure was completed successfully following a short delay after user facility personnel switched conditioners. No report of injury.

Manufacturer narrative:
The conditioner subject of the reported event was disposed of by user facility personnel and is not available for evaluation. Without the return of the component, a cause of the reported event could not be determined. A 1-year complaint review indicates this to be an isolated event. No additional issues have been reported.